Event description:
When the consumer has the charger plugged into the joystick she allegedly has to wiggle the cord to get a connection and the charger cord allegedly gets hot. The charger allegedly works fine with a loaner joystick, thus the dealer feels the charger port on the joystick needs replaced. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp serial number/date (B)(4) is approximately of unknown age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.